Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report updated to 8 may 2024. G3. Date received by manufacturer updated to 8 may 2024. H6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.

Event description:
On february 19, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.